Event description:
Additional information was received from the patient who reported that when connecting to myptm app it lagged at 90% for 2 minutes before it finally connected. This issue gets longer and longer every time. During call the agent walked the patient through clearing the data, and the patient was able to connect to myptm like normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the reason for call was the patient stated that there was a long delay when trying to connect to the pump. The agent walked the patient through clearing out the data on the handset. The patient will monitor the issue and call back in if needed. Additional information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated that their pain pump when they were about to deliver bolus and it stopped at 90 and would be there for a while. The patient stated that this was a nuisance. The patient mentioned that they currently have 5 bolus per day every 4 hours. The patient was asking if they can be shorten so they can get more boluses. The patient stated that they were with the healthcare provider (hcp) office and spoke with nurse practitioner who updated the time on their pump. The nurse practitioner advised to call medtronic. The agent reviewed information and redirected them back to the hcp. The agent assisted patient to clear data on the handset and patient was able to connect to myptm (patient therapy manager) much faster. The patient was able to deliver bolus successfully as well.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an external device. It was reported that the patients personal therapy manager (ptm) was taking a long time to connect. Pt called needing assistance with clearing the cache on their handset. Pt stated they just gave themselves a bolus and have 2 boluses left. Pt confirmed that the ptm is lagging at 90%. Agent assisted pt in deleting the data. Pt was able to connect to the pump with no lag.